Event description:
In 2002, the distributor's customer service representative informed the manufacturer's representative of the following: a patient called the distributor and explained that they had a device implanted at a user facility in 2001. The patient stated the device cracked and the chemo went everywhere. The patient stated there was bruising.